Manufacturer narrative:
The event of capsular contracture and seroma are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 3 and seroma.

Event description:
Patient reported, right side "discomfort, pain and inflammation" as well as seroma. And capsular contracture, baker grade 3. The device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right-side "discomfort, pain and inflammation" as well as seroma and capsular contracture baker grade 3. The device has been removed and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side pain, inflammation, seroma, and capsular contracture, baker grade iii. Device has been explanted.